Manufacturer narrative:
Device analysis report attached. This report is submitted on may 09, 2024.

Manufacturer narrative:
This report is submitted on march 25, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (non-device related). There are plans to reimplant the patient in contralateral ear with a new device; however, this has not occurred as of the date of this report.